Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. X-rays were provided and reviewed by a third party surgeon. The x-ray review shows eccentric position of the femoral head within the acetabular cup reflecting mild liner wear. There is extensive lucency along the acetabular component with osteolysis and possible component loosening. There is extensive heterotopic ossification and a large displaced fragment from the greater trochanter with broken cerclage wires. Small areas of osteolysis are noted in gruen zones 1 and 7 but the femoral component does not appear loose. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a revision after approximately thirty years due to an unstable hip.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03853, 0001822565 - 2019 - 03854, 0001822565 - 2019 - 03856.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.